Event description:
It was reported that the shaft broke. The lesion being treated was located in the heavily calcified left anterior descending artery. Upon advancing a 3.00x28mm promus premier stent delivery system to the target lesion, the shaft broke. The device was successfully removed and the procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a hypotube break 188mm distal to the manifold strain relief. The hypotube was flattened at the breakpoint indicating a kink occurred prior to breakage. The hypotube was furthermore kinked 15mm proximal to the break site and 23mm distal to the break site. A product mandrel was advanced through the entire guidewire lumen without restrictions. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the heavily calcified left anterior descending artery. Upon advancing a 3.00x28mm promus premier stent delivery system to the target lesion, the shaft broke. The device was successfully removed and the procedure was completed with another device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. (B)(4).